Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, failure to cross the lesion occurred. The target lesion was located in the moderately tortuous left circumflex artery. The physician was unable to pass the lesion with this 24mm x 2.25mm taxus element mr stent. The procedure was continued with another of the same taxus stent. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis and visual and microscopic examination identified proximal stent damage. Some of the struts on the first row on the proximal end of the stent were pushed in on the body of the stent causing some of the struts to be raised up. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon and the tip of the device was visually and microscopically examined and no issues were noted. The balloon was tightly wrapped. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).